Event description:
Trilogy 202 was on a patient providing ventilation. The ventilator alarmed and displayed a red screen and read "vent inoperative." The ventilator was no longer providing ventilation. Ventilator was replaced and there was no patient harm or adverse outcome.